Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on the atrial lead. The lead was explanted and replaced. No further information was provided.

Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal.

Event description:
New information states that the patient did not have any complications prior to, during, or after surgical replacement of the lead. He went home in stable condition the day after surgery.